Event description:
R. Rautio, k. Alpay, m. Rahi, m. Sinisalo, a summary of the first 100 neurointerventional procedures performed with the rist radial access device in a finnish neurovascular center, european journal of radiology (2022), https://doi.org/10.1016/j.ejrad.2022.110604 medtronic review of the literature article found a retrospective review of information from 100 patients who underwent neurointerventional procedures with original procedure plans for transradial access using the rist radial access guide catheter between april 2021 and may 2022. Reported malfunctions resulting in patient injury, change in procedural plan/approach, or requiring additional intervention included: in 4 patients, the catheterization of the target vessel was not successful with the rist catheter. In 3 patients, rist catheter stab ility was categorized at "intermediate" on scale of good/intermediate/poor. The distal access catheter (dac) was replaced with another model of catheter to achieve more stable positioning; in 2 of these cases the route was switched to femoral approach. It was noted that in one procedure, the radial access attempt did not continue beyond insertion of the sheath due to problems with the patient anatomy (radial loop); in this event, the change to femoral approach occurred prior to any use of the rist catheter. 1 rist became broken while the carotid stent was inserted into the left common carotid artery (cca) and consequently the separated segment of the rist catheter needed to be removed by a vascular surgeon. Transradial complications without device malfunction or deficiency were noted in 3 patients and 6 patients were noted to have possible procedure related post-operative events. 1 silent radial artery occlusion was discovered at the six-month follow-up with dsa-imaging after a flow diverter procedure although it had been open at the three-month follow-up appointment. 2 patients needed surgical closure of the radial puncture site; both of the patients were receiving dual antiplatelet treatment and were discharged home the day after the procedure. 3 patients were noted to have brain vasculature infarctions post-operatively. No additional treatment was reported and all patients were noted to be recovered at time of the report. 4 patients had minor hemiparesis or muscle weakness that was noted to be resolved at time of the report with no noted additional intervention. 2 of these patients were also noted to have aphasia that was also resolved at the time of the report. 1 of these patient's additionally was noted to have contrast-induced encephalopathy observed in CT.

Manufacturer narrative:
Reported patient age (62 years) is representative of the mean age of all patients included in the literature article study. Reported patient gender (male) is representative of the majority (54%) of patients included in the literature article study. Device identifying information was not reported in the literature article. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident of catheter separation reported in the article was previously reported with MDR #2029214-2021-00726 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.